Event description:
Product development reports multiple incidents of clotted dialyzers with the psn 120 dialyzer due to little or no use of heparin. No pt injury or medical intervention was reported. No further incident detail is available.